Event description:
A report was received that the patient¿s pocket site was oozing and patient was experiencing discomfort. The patient underwent pocket revision and the physician replaced the ipg to cut all risks. Device malfunction was not suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.